Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: on investigation, the pump powered on with a fully functional and fully illuminated display screen. The display screen did not demonstrate any signs of faded, dimness or discoloration. The pump was opened for further investigation and did not reveal any evidence of moisture or loose components inside the pump. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.